Manufacturer narrative:
RMA issued. The camera has been replaced. The camera was found to have caused the reported issue.

Event description:
Medtronic rep reported during an ent case that an inaccuracy occurred using an env suction. The site was able to verify all probes at the beginning of the case. As the case proceeded the instrument lost accuracy and they were unable to reverify. The site discontinued navigation and the surgery was rescheduled. The decision was made to replace the device. There was no impact on the pt outcome reported.